Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited high capture thresholds due to suspected poor helix attachment. A different lp was used to complete the procedure. There were no patient consequences.